Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
It was reported through the stryker facebook page, "felix I¿m 3 weeks out from mine. Pain is bearable but my foot and toes are completely numb and tingling. Making me depressed. No one can tell me if this is normal and if it will go away." Additional fb comment, "I have numbness also on the sides of my incision, which I expected but not my whole bottom of my foot. I can¿t even move my toes. I feel like I have a block of ice on my foot that I¿m lugging around."